Event description:
It was reported that a perforation with pericardial effusion and a death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) was selected for use. The closure device was deployed, but then fully recaptured and removed due to not meeting release criteria. There was no issues with the deployment or recapture and no evidence of effusion. While a second closure device was being prepared, the physician was manipulating the was in the posterior portion of the laa to obtain a different angle. The pigtail catheter was removed and as the second wds was being inserted into the was, a perforation to the laa and pericardial effusion was noticed. The patient remained hemodynamically stable. A pericardiocentesis was performed to drained about 1 liter of blood, which was eventually transfused back to the patient. After an hour of managing the patient, the patient remained stable, but was sent for surgery to repair the perforation. The surgeon tried to over sew the perforation, but couldn't so the appendage was clipped which was successful. The patient was extubated. However, it was later reported that the patient had "bad lungs" and was re-intubated 5-6 days later and ultimately expired 6 days post procedure. The cause of death is unknown at this time.

Event description:
It was reported that a perforation with pericardial effusion and a death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) was selected for use. The closure device was deployed, but then fully recaptured and removed due to not meeting release criteria. There was no issues with the deployment or recapture and no evidence of effusion. While a second closure device was being prepared, the physician was manipulating the was in the posterior portion of the laa to obtain a different angle. The pigtail catheter was removed and as the second wds was being inserted into the was, a perforation to the laa and pericardial effusion was noticed. The patient remained hemodynamically stable. A pericardiocentesis was performed to drained about 1 liter of blood, which was eventually transfused back to the patient. After an hour of managing the patient, the patient remained stable, but was sent for surgery to repair the perforation. The surgeon tried to over sew the perforation, but couldn't so the appendage was clipped which was successful. The patient was extubated. However, it was later reported that the patient had "bad lungs" and was re-intubated 5-6 days later and ultimately expired 6 days post procedure. The cause of death is unknown at this time. It was later reported the patient expired from acute respiratory failure.